Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. The reported patient effect of spasm (vasoconstriction) is listed in the xience alpine, everolimus eluting coronary stent system, instructions for use (IFU) as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience alpine, domestic IFU states: note the product use by (expiration) date specified on the product label. It is unlikely the IFU deviation of device expiration issue contributed to the event. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, mildly tortuous, and moderately calcified de novo lesion in the right coronary artery. A 2.5x23mm xience alpine stent delivery system (sds) failed to cross and there was severe spasm. The stent was not deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. A review of the device labeling determined that the device was used after expiration.